Manufacturer narrative:
A lumenis service engineer visited the site on the same day of the reported event, and checked the electrical pcb and dc injection confirming that the pcb was burned and needed to be replaced. The engineer concluded that failure of hvps controller pcb component was the cause of the alleged "burnt smell and sudden power off". A review of subject device risk files (1007143_b) revealed risk #6.01. System component failure leading to overheating/fire which can result in burns or smoke inhalation. The mitigation's and control measures were effective (system meets safety standards, all polymeric parts including pcb meet ul94 standard for flammability). The risk has been characterized and documented as acceptable within a full risk assessment versapulse powersuite 100w s/n (B)(4) was installed at the customer's site in (B)(6) 2006. In 2012, a re-design of the controller and simmer pcbs on vpps systems was carried out in which more space was allowed between components, promoting good soldering ability, improved stability, and integrity of the pcbs. Since system 0638-803-01 s/n (B)(4) was manufactured prior to the re-design, it did not include the advanced pcb components. A review of historical product complaints from the past two years shows that the same malfunction of an intraoperative pcb/hvps component failure has not led to serious injury. Although a cause for the pcb failure could not be established, based on the age of the system (12 years) lumenis believes that the most probably cause for the reported event was wear.

Event description:
A foreign user facility reported that during a laser lithotripsy procedure in which a lumenis versapulse powersuite 100w laser was being utilized, a burnt smell was noticed accompanied by the system suddenly powering off. Unable to continue with the device, the facility brought in an alternate vpps 100w laser to complete the procedure. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.